Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. Furthermore, a non-conformance search was conducted and no non-conformances were identified for this part number (232300), lot number (l746310) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that following an acl reconstruction procedure during the post-opt x-ray, it was noticed that the sales rep's acl disposable kit guide wire tip broke off in the patient during the case. The sales rep stated that there is approximately a 15mm piece of the guide wire in the patient's femur. The case was completed with this kit with no time delay. The sales rep stated there is no plan for surgical intervention. The guide wire tip remains in the patient, while the remainder of the acl disposable kit was discarded by the customer.